Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blank display, audio beep anomaly, external ram crc error and program alarm anomaly. Customer's blood glucose value was 273 mg/dl. The customer stated that the pump stopped working in the middle of the night. The customer mentioned that there was a blank screen and high pitch noise. After troubleshoot, the blank display returned. The insulin pump will not be returned for analysis.